Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735762, software version: 2.0.1 h3, h6: the system was serviced in the field and no failure was found. B01, c19, and d14 are applicable. H3, h6: software data was not received by the manufacturer for analysis. B17, c20, and d15 are applicable.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the patient was a very large man with a large head and had screws <(>&<)> rods in his neck and upper back. The site didn¿t have any issues with registration, but could not get the system to even see the tracker on the straight suction. The tracking details were showing the patient tracker at a 1.4 (no metal in the field). The site traded the gel donut to folded towels to bring the patient's head closer to the board (tracking details went down to a 0.9), moved the patient tracker to the right side of the head <(>&<)> re-registered. The suction verified after some struggle and then tracked intermittently. The system did not want to track at all on the left side of the flat panel (patient tracker was on the right side of the patient¿s head). The site used a trackable tricut and it tracked the majority of the time, but not consistently. After the case, the medtronic representative (rep) checked out the system using the trackers <(>&<)> instruments from the case on their bert head and could not replicate the issue. The system and instruments all worked normally. The rep suspected that the metal implants were causing most of the issues. There was less than an hour delay in surgery. There was no impact on patient outcome.